Manufacturer narrative:
(B)(4). H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On approximately (B)(6) 2025, the patient was reportedly wearing a dexcom; however, it is unknown how the cgm was functioning at the time the patient had a seizure. The patient was brought to the emergency department by his spouse. The patient was treated with unspecified IV medication. The wearable she was wearing was removed for imaging. She was discharged the same day. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2025-206830 and 3004753838-2025-206830-01 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2025. It was determined that a report was submitted in error. It was clarified by the patient that the reported hospital event is not dexcom related. The patient stated that the sensor had to be removed due to an MRI and CT scan the patient was contacting dexcom to receive replacement sensors. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). B3 date of event - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.